Event description:
The user facility reported that two run through wires were used to place a sent in the left anterior descending (lad). The coating on the involved wire came off. Additional information was received on 23 mar 2022: it was confirmed that the coating came off only one wire and was left in the patient. The coating was behind the stent placed in the lad. The stent used was a 2.5 x 8mm xience skypoint. The patient was in stable condition. Only one of the wires used to place the stent was damaged, the other wire was fine with no issue. Additional information was received on 24 mar 2022: there was no blood loss. There was no patient injury or medical/surgical intervention required. The stent was placed, and the patient improved. A tig 5fr radial catheter and terumo sheath were used.